Event description:
It was reported that three syringe 10ml s/t 200st experienced leakage. The following information was provided by the initial reporter: material no.: 303134 batch no.: 6179873. It was reported there was an issue with a syringe plunger. It was clarified that it was leaking through the stopper on the plunger. Per email: I need to report an issue with a syringe plunger. Bd 10ml syringe slip tip 303134.

Manufacturer narrative:
H.6. Investigation: two loose 10ml syringes with red tip caps and an opened blister pack from batch #6179873 (p/n 303134) were received in a plastic bag with a chemotherapy label. The samples were visually evaluated through the plastic bag. It was observed one of the syringes contained 8ml of a yellow fluid with no signs of leaking. One syringe was empty with the plunger rod in the bottomed-out position and a few yellow liquid droplets in the tip. In the empty syringe, it appeared there was also droplets in between the first and second rib of the stopper but no indication of leakage past the second rib. Due to potentially hazardous liquid residue inside the syringes a more extensive investigation cannot be performed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The barrels from batch 6179873 had slight taper in their walls per specification. It is a known condition that may have potentially contributed to the leakage past stopper condition. The tools have since been upgraded: current production manufactures barrels with no taper walls.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe 10ml s/t 200st experienced leakage. The following information was provided by the initial reporter: material no.: 303134, batch no.: 6179873. It was reported there was an issue with a syringe plunger. It was clarified that it was leaking through the stopper on the plunger. Per email: I need to report an issue with a syringe plunger. Bd 10ml syringe slip tip. 303134.